Event description:
It was reported to medtronic minimed that the customer noticed that the insulin pump was exposed to moisture, pump was vibrating, pump keypad unresponsive, pump self-test did not pass, blank display and unable to clear the alarm after pump restart. The customer reported no adverse event. The event involved product mmt-1886. Troubleshooting was performed for moisture damage and pump did not pass of self test. Troubleshooting was performed for display issue and customer reported that the pump functionality was affected due to damage. Instructed customer that pump will be replaced. Instructed the customer to revert to backup plan as per health care professional instructions and place the pump in storage mode. No harm requiring medical intervention was reported. No product return was required for mmt-1886.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Proceeded with the following testing to ensure proper functionality of the unit. P-cap locked in place properly during testing. After battery installation, the unit gave a flashing medtronic logo. After multiple attempts to download the medtronic logo persisted. Proceed by cutting the unit open and performing a visual inspection of the connectors and the electronic stack. Per visual inspection, it was determined that the ingress of water was corroding electronic assemblies and the force sensor flex connector leading to a constant flashing medtronic logo, isolated to the electronic stack. Unit also received with cracked battery tube, cracked corner of belt clip rails, cracked case, cracked battery threads, label damage (faded), cracked keypad overlay, stained keypad overlay, missing display window cover, scratched case, and pillowing keypad overlay. In conclusion unit received a flashing medtronic logo due to a corroded electronic assembly, isolated to the electronic stack. Customer concerns of a blank display were not confirmed. Customer allegations of an audio/vibrate anomaly, keypad/button unresponsive, moisture damage, and device failure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.